Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Only year known, assumed 1st day of month ((B)(4) 2013) that complaint was reported the handpiece was received disassembled and the ¿transducer assembly¿ attached to a wave18s device. The nose cone was cracked. The 4-40 stud was in good physical condition ad not broken as reported by the customer. No functional testing could be done due to the condition of the returned device. The acoustic isolator was torn. No other components were returned. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, over torquing the device, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor.

Event description:
It was reported that the threaded stud broke off into the instrument. The case was completed by using another like device. No patient consequence was reported. One device is being returned.